Event description:
Patient with icy line placed [date redacted']. Next morning [date redacted] suk ns bag noted to be near empty. Suk changed. On [date redacted], suk ns bag noted to be near empty. Thermogard to stand by. This reporter assessed catheter per "check for a catheter leak" instructions per ttm policy. No catheter leak appreciated. New suk connected to patient. 100 ml of saline noted to be missing from suk ns bag. Thermogard to stand by. Icy line removed.